Event description:
A customer contacted beckman coulter inc. (Bec) regarding 45 erroneous high reticulocyte (retic) patient results generated on their coulter lh 750 hematology analyzer which were reported outside the laboratory on one day. It is unknown if the results were accompanied by instrument generated flags. The customer stated that retic controls were running high on the day of the event but the results did not exceed the expected ranges. The erroneous patient results were reported out and a physician questioned two of his patients' results. When the controls continued to run high the laboratory discontinued use of the lh 750 to report reticulocyte results. The samples were re-run on another instrument, and amended reports were issued and clinicians were called on the same day. The results provided by the customer are shown in the attachment.

Manufacturer narrative:
A review of the quality control (qc) files showed that all three levels of retic cell control were recovering high compared to the assay assigned value before the event but within expected ranges. Per field service engineer (fse), there were several service calls to correct the issue on the analyzer. On (B)(6) 2012 the shear valve was replaced. On (B)(6) 2012, the retic stain and mix chamber and mix chamber drive were replaced. On (B)(6) 2012, the flowcell was replaced, which then resolved the problem. After service was performed the control values recovered lower and closer to the assay assigned means. The root cause for the erroneous reticulocyte results is attributed to the flowcell.